Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged particles in tubing/chamber of the device. Patient alleged short of breath and headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 02, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber of the device. Patient also alleged short of breath and headache. There was no report of serious patient harm or injury that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the internal investigation, the manufacturer observed unknown contaminants on the flip doors, top enclosure, pca, rear panel, bottom enclosure, blower box, blower, blower seal, and on the ui panel. Potential hairlike particles were observed on the ui panel, rear panel, and bottom enclosure. No odor was observed during therapy or investigation. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. Keratin-like contamination was observed around the blower output seal. The manufacturer was able to confirm the presence of degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation. The manufacturer cannot confirm the complaint of particles in tubing/chamber for no accessories were returned with device, no odor was observed during therapy or investigation and manufacturer was unable to address the patient's symptoms.